Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was drain fluid in the heater bag at the end of peritoneal dialysis therapy on the amia automated pd system. The patient was connected at the time of this event. The patient stated after the cycler was supposed to have emptied the solution bags, they closed the clamp on the patient line and opened the heater lid. The patient stated the heater bag was about a quarter full of what appeared to be drained fluid and they saw fibrin in the bag. The patient used an open drain but stated the end of the tube was usually two inches above the water where it drained into the toilet. The patient would hold the used disposables as is for evaluation. The technical service representative (tsr) initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. The patient is not diabetic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was successfully downloaded but the reported condition would not be recorded in the log. An external inspection was performed and no issues were noted. A short simulated therapy was successfully completed. The heater and solution bags drained properly at the end of the therapy. The reported issue of heater bag not emptying at the end of therapy was not verified. Should additional relevant information become available, a supplemental report will be submitted.